Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently would not boot up. This issue will result in an intermittent, recoverable loss of imaging functionality, hic could result in procedural delays. There is no report of injury or death associated with this event.